Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing. The customer reported blood glucose value of 22.0 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. Customer reported high bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, and self test. Pump passed the basic occlusion test at 4.5 lbs. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 225 bolus deliveries on the event date of 03/17/2024 at 00:03:53.000 to 23:56:53.000. Pump alarmed a no delivery alarm on the event date of 03/17/2024 at 18:18:31.000 during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.16 mv). The following were also noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer's complaint for high bg's. No delivery/occlusion alarm - unknown timing was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.